Manufacturer narrative:
This reportable event was identified during a review of complaint files from the time period between (B)(6) 2017 and (B)(6) 2019. Per product experience report (per) 000615 the user's experience level of device was new. No physical or visual evaluation could be performed; complainant did not take pictures and did not keep the sample for return.

Event description:
From initial report: on 05/17/2019....genicon specimen retrieval bag burst while removing speciman from surgical site. Revision 1. Was called today by asc manager to tell me dr. Using the genicon 2ezee bag and the bag broke on a routine lap chole. Ruptured at the tip of the bag upon attempted extraction of contained specimen. I was told by dr. Was very upset and demanded a competitors bag back and said he refused to send any further surgical cases to that surgery center if they did not get the competitor's bag.